Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. The user's blood glucose (bg) level was 278 mg/dl. The user addressed bg level by changing the site and administering a bolus. Reportedly, the user also changed the cartridge and infusion set.